Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that damage was observed on the connector of the system controller, with part of the fixing screw noted to be chipped. Despite this, the controller was functioning as intended. The controller was exchanged on (B)(6) 2026.